Event description:
An occlusion alarm was reported by the caller, who chose not to troubleshoot further, providing no additional details on the issue with the tandem mobi pump. There was no reported impact on the customer's blood glucose level. The customer's return request was approved, and customer technical support informed the caller of the approval, prepared a return merchandise authorization, and planned to close the case.